Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: curved opening with striated edge, fold creases, wear abrasion, particles on fill channel and calcification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: particles on fill channel assessed as particle leakage and a curved striated opening assessed as surgical damage. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and hardening.

Event description:
Healthcare professional reported left side "pain and hardening". The device was explanted.